Manufacturer narrative:
(B)(6). An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The samples likely have a low level of viral rna present and were not detectable by the other assays. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from latvia alleged discrepant sars-cov-2 results generated when testing with the cobas® sars-cov-2 & influenza a/b test for use with the cobas® liat® system. All 3 samples generated positive results for sars-cov-2, negative influenza a and influenza b in the initial testing with the cobas® sars-cov-2 & influenza a/b test for use with the cobas® liat® system. The same 3 samples were re-tested on different platforms; rotor-gene q mdx system, with (altona) realstar® sars-cov-2 rt-pcr kit and biorad cfx 96 analyzer. Both generated a negative result for sars-cov-2. Review of the cobas® liat® instrument's data showed all 3 samples appeared normal. It contained a very late CT for sars-cov-2 and weak amplification, consistent with samples near the limit of detection (lod) for the liat® test. There were no abnormalities present in the curves. Also noted; the difference of the 3 platforms' sensitivity can affect the variability of an individual test. In the cobas liat sars-cov-2 & influenza a/b: method sheet table 9: 0.012 tcid50/ml, 12 copies/ml (~0.008 pfu/ml), altona real-star sars-cov-2: IFU table 2/3: 0.1 pfu/ml, biorad cfx 96 sars-cov-2: IFU table 13: 125 copies/ml. Based on this information, the cobas sars-cov-2 & influenza a/b assay is 100 times more sensitive than altona real-star sars-cov-2 assay, and approximately 10 times more sensitive than biorad cfx 96 sars-cov-2 assay. Overall, the finding supports the conclusion that all 3 samples likely have a low level of viral rna present and are not detectable by the other assays. No harm or injury indicated. Investigation on the complaint reagent kit lot did not identify any product problem. Review of the instrument data showed analyzers are performing well and the test is working as intended. Based on the FDA guidelines, 3 mdrs will be submitted one for each of the reported results.